Manufacturer narrative:
The user-reported issue was confirmed. The contract supplier provided the investigation findings to zyno medical on 03/10/2017. A detailed evaluation report from the contract supplier is attached. Affected IV sets are under recall #74892.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2016-00013).

Manufacturer narrative:
A) the returned IV sets have been sent to the contract supplier for investigation on 09/09/2016. The manufacturer is still waiting for the results. B) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00013_complaint 2016v-028) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported " we had a filter tubing leak resulting in the infusion backing up and losing sterility. Luckily it was caught in time and there was no adverse on the patient or staff. The medication however was a loss. "